Manufacturer narrative:
The field service engineer (fse) called the customer and confirmed a system restart corrected the reported issue. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history indicates that there are no other events related to this complaint. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error 119. Console high resolution stereo viewer (hrsv) low current: the hrsv monitors in surgeon side console (ssc1) have a total current draw from the generic power distributor (gpd) that is lower than threshold. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted surgical procedure, an eye in the surgeon side console was black. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, one of the eye was black in surgeon side console. Technical support engineer (tse) had site verify both eyes were visible on the touchscreen and they were visible. Tse advised site to power cycle the system. Site opted to continue with case and stated will call back if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.